Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not working due to receiving errors 1, 2 and 3. Per the onetouch ultramini user guide, these messages may mean the following: error 1: there may be a problem with the meter, error 2: could be caused either by a used test strip or a problem with the meter, error 3: the sample was applied before the meter was ready. In addition, the meter displayed a battery indicator. On (B)(6) 2011 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient stated the alleged issues all began on the same day, approximately two weeks ago but was not sure of the exact date and time they occurred on. The patient informed the mss that she manages her diabetes with glucophage and another unknown pill. The patient reported that some time prior to the alleged issue, she was experiencing symptoms of "lightheadedness, headache, blurry vision, hot and confused." The patient informed the mss that she associated her symptoms with high blood glucose and attempted to test throughout the day and got the various errors on the subject meter. The patient stated she made no changes to her normal diabetes management routine when she was unable to use the subject meter. The patient claimed on that same day that she was unable to test her blood glucose she went to the emergency room due to her symptoms. The patient stated she was tested at the hospital with the ER meter and received a high reading. The patient could not recall the exact result but said it was in the 300's (mg/dl). The patient stated she was treated with an unknown type and dose of insulin along with her normal diabetes pills. It was unclear if the patient was kept in the hospital for observation or released that same day. The patient stated she was also prescribed a new oral medication called januvia to take once per day. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient did not have a new battery available. None of the reported issues occurred upon pressing the power button, however, the subject test strips were expired and the patient did not have any new test strips available for a retest at the time of the call. Therefore, the issues remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. Although the symptoms occurred before the alleged issue began, the complaint(s) is being reported because the patient claimed she was unable to check her blood glucose due to the alleged issue(s) and was admitted to the ER where she was treated by an hcp for an acute complication of diabetes.